Event description:
The customer reported a failure to discharge during a sync cardioversion procedure. There was no negative patient impact as another defibrillator was available for use. It was reported that this failure to discharge occurred with both pads and paddles.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.